Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
A new circuit was primed. On (B)(6) 2025, the patient was brought back to the operating room for bleeding, re-exploration, and decreased flows on the rvad. The decision was made to perform another circuit exchange.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the centrimag blood pump, lot number 9103444, and the reported events could not conclusively be determined through this evaluation. The centrimag blood pump was not returned for evaluation. The relevant sections of the device history records for centrimag blood pump, lot number 9103444 (l08149-la2), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag vad instructions for use (IFU) (rev. C) is currently available. The IFU lists bleeding and renal dysfunction as adverse events that may be associated with the centrimag circulatory support system. This IFU provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #6: attach tubing in such a manner as to prevent kinks or any restrictions that may alter flow, and in a manner that does not bend or fracture the barbed tubing ports and connectors, with the tubing extending beyond the second barb point. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. Under the section titled ¿pump setup and operation¿ the IFU instructs to ¿set the console¿s low flow alarm to the desired minimum flow point.¿ the current revisions of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted on (B)(6) 2024 and continued to have low flow on (B)(6) 2024. Log files were submitted for review and confirmed persistent low flow events with the flow hovering mainly around the 2.4 to 2.5 lpm mark. Pulsatility index (pi) values had stalled in the 4-5 range. The etiology of the low flow alarms remained unclear. A transesophageal echocardiogram (tee) was performed in the operating room (or) and at bedside and the left ventricle and left atrium looked adequately unloaded. The chamber size was small and underfilled, and the aortic valve was also not opening. The left ventricular assist device (lvad) speed was 5400 rpm, and the flow was 1.5- 2.5 lpm. The right ventricle looked decompressed. A right ventricular assist device (rvad) was in place with flows of 2.5-3.3 lpm. The patient was volume resuscitated in the or and was given additional blood products. The patient's mean arterial pressure (map) was elevated and nitroglycerin was started. It was switched to clevidipine on (B)(6) 2024 with maps currently in the 70 mmhg range. End organ function remained intacts with lactate at 1.5, creatinine at 1.2, aspartate aminotransferase (ast) at 157, and alanine aminotransferase (alt) at 25. The patient was on multisystem support. The patient had a right ventricular assist device (rvad) as they had a rp impella, clots were found and were transitioned to centrimag, and had a heartmate 3 as well as continuous venovenous hemofiltration (cvvh). The patient had returned to the operating room (or) multiple times for exploration due to bleeding, repaired undetermined anastomosis sites.